Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, the x-ray release was blocked. The procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407.siemens is conducting a thorough investigation of the issue. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Investigation of the reported event was completed. The detailed log file analysis showed error messages within the logs that indicated a filament failure of the small focus which led to frequent but not persistent abortion of x-ray release. This means that while imaging using the small focus was heavily disturbed, there was no automatic switchover to another focus initiated. The affected x-ray tube was replaced as part of service activity, which resolved the problem. The replaced x-ray tube was investigated, and it was confirmed that the small focus was defective. Therefore, a defective x-ray tube small focus was identified as a root cause of the issue. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.